Event description:
The procedure to implant a gore excluder bifurcated endoprosthesis completed without event. Within one hour however, this pt experienced localized, bilateral paralysis of the lower extremity. Within 24 hours, the pt had started to regain very minimal movement of the lower extremity. Currently the pt is undergoing physician therapy.